Event description:
(B)(4). Chronic migraines, chronic fatigue, fibromyalgia, chronic skin inflammation, hair loss, pelvic pain, painful intercourse leading to apareunia. Hypersensitive scalp. Bloating, severe acid reflux, spastic esophagus. Chronic muscle weakness. Kidney stones. Low vitamin d level.